Event description:
It was reported that during an in-clinic follow-up, there were episodes of r-wave amplitude variation that resulted in undersensing and episodes of pacemaker mediated tachycardia. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.